Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of ce intermate sv (small volume) burst into the pump. This issue occurred when adding unspecified antibiotic solution to the pump during patient treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 08, 2020 to december 09, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed a ruptured bladder. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.